Event description:
It was reported that shaft break occurred. The physician cannulated the left main (lm) using a judkins left ebu 6f catheter and wired it with a runthrough guidewire, positioning it distally at the apex of the left anterior descending artery (lad). The site was pre-dilated with a 2.5 x 9 nc balloon before deploying a 3.5 x 28 synergy megatron stent. During insertion, a kink in the hypotube obstructed the stent's advancement, leading to its removal. The hypotube then broke while reinserting the stent into the carrier tube. The physician then selected a 3.5 x 26 non-boston scientific stent, resulting in a successful outcome with timi 3 flow. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).